Event description:
Private duty nurse transferring resident in a lift and sling from bed to wheelchair when the canvas sling ripped. Resident fell and struck her head but had no loss of consciousness. She developed slurred speech and vomiting, and was transferred to the hosp. CT scan revealed a subdural hematoma. Neurological consultation surgical intervention to evacuate the hematoma was recommended, resident family decided against surgery and the resident died a few days later.